Manufacturer narrative:
(B)(4). It was verified with the customer that the outer shrink was opened and it was decided not to use the device. There was not an alleged deficiency or any dysfunction with the device; the device was not attempted for use. Initial report was submitted in error and can be voided.

Event description:
It was verified with the customer that the outer shrink was opened and it was decided not to use the device. There was not an alleged deficiency or any dysfunction with the device; the device was not attempted for use. Initial report was submitted in error and can be voided.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the inspection of the loaner kit in the warehouse, it has been detected that the implant is opened. No patient involved. No surgery occurred. Attempts have been made and there is no further information at this time.